Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on the morning of (B)(6) 2011 the patient obtained elevated blood glucose readings of 350 mg/dl, 357 mg/dl and 467 mg/dl. At 10:00 am the patient started vomiting. The patient administered self-treatment by taking ten units insulin via a syringe; she did not seek any medical attention. Troubleshooting revealed the pump settings were correct, the date/time were correct, all basal/bolus doses delivered correctly matched those programmed. It was also determined the cannula was bent, which can cause elevated blood glucose levels. There was no evidence the pump was not accurately delivering insulin as programmed. The patient's technique was incorrect in that the infusion set cannula was bent. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. No alarms occurred during testing. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.